Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine 30 mg/ml at 12.987 mg/day. The lot number was unknown. The indication for use was spinal pain. The patient was currently hospitalized for a heart procedure (unrelated to any issue with the pump). The patient missed a scheduled refill, and the managing physician did not have privileges at the hospital, so they could not coordinate a pump refill. The low reservoir alarm was scheduled to go off on (B)(6) 2016. The consumer first stated that the pump was out of medication but later said that she was told it would be out by (B)(6) 2016 (which was consistent with low reservoir alarm date of (B)(6) 2016 and the current flow rate). There were no reported symptoms. The reason for the heart procedure, troubleshooting performed, actions/interventions taken, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.